Manufacturer narrative:
No reporter contact information was provided with the voluntary medwatch report. As a result, intuvie is unable to obtain additional information regarding the pump serial number, therapy being administered, event date, alarm history, whether air was observed in the line, emergency room diagnosis, treatment provided, or device availability for return and evaluation. Reference to complaint #: (B)(4).

Event description:
Intuvie received a voluntary medwatch form FDA 3500 (mw5187475) report stating: "their infusion pump alarm didn¿t go off. Woke up with chest pains after falling asleep while being infused and went to the emergency room. Pump was given to the reporter on 2026. Z800 zyno infusion pump recalled on (B)(6) 2025 due to air in line software defect. The pharmacy gave reporter a new brand of device with missing parts and told reporter to continue using old pump until the new pieces were provided."